Event description:
Needle tip of ethicon coated vicryl undyed braided (polyglactin 910) synthetic absorbable suture lost during cesarean section. X-ray of abdomen and pelvis were negative for any radiopaque foreign body. The first stitch of 0 vicryl ctx was completed and then it was noted that the needle tip was broken off after the second stitch. It is unknown as to whether or not the first stitch had a broken needle tip. The remainder of the closure was continued after examining the surgical field and finding no evidence of the needle tip. The uterus was closed with a running unlocked suture. It was then imbricated with 0 monocryl in a horizontal imbricating suture and the bladder flap was closed after hemostasis was assured using 2-0 pds in a running unlocked suture. The field was again examined and no needle tip was encountered. Hemostasis was assured on the hysterotomy and the peritoneum was closed using 3-0 vicryl in a running unlocked suture. At this point, x-ray was called and multiple x-rays were taken of the patient's abdomen. There were no needle tips noted on the x-rays per the radiologist.